Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the implantable cardioverter defibrillator had non-sustained right ventricular oversensing, due to what appears to be oversensing of myopotentials. The oversensing had inhibited pacing. Programming changes were discussed but were not made. The patient will continue to be monitored. It is unknown if there were any patient symptoms due to the event.